Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Gi bleeding are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. It is noted to correct any identifiable coagulopathy with fresh frozen plasma, vitamin k, protamine, or platelet transfusions. With review of the available clinical information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors.. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that on (B)(6) 2016, that a patient called the ventricular assist device (vad) coordinator with complaints of feeling really tired for 4-5 days. Pump flows were reported as a little lower than baseline around 3.6 l/min. The patient was instructed to go to a local lab for a blood draw. The local lab called the vad coordinator with a critical lab values. The patient was instructed to go to the local emergency room for evaluation; upon arrival there his hgb was 6.3 g/dl and hct was 19. He was transfused 4 units of packed red blood cells (prbc). He was then transferred to another hospital on (B)(6) 2016. Upon arrival, his warfarin was held and gastrointestinal (gi) medication were initiated. Gi medicine was consulted, the wife and patient were hesitant to attempt endoscopic evaluation. On (B)(6) 2016, he was placed on oral medication for presumed lvad associated degradation of von willebrand factor. The patient underwent colonoscopy and upper gi endoscopy. The colonoscopy showed no evidence of old blood. The upper gi endoscopy found two small erosions in the stomach in the gastric cardia, just distal to the gastroesophageal junction. There was mild oozing present but no lesion that was amenable to endoscopic therapy; this was the presumed source of recent gi blood loss per the report. On (B)(6) 2016 blood work shows improving labs and he was discharged home in stable condition. No additional information provided.